Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp slipped during a procedure. The event was described as follows; a (B)(6), male, pt, had a mayfield skull clamp with 80lbs of pressure was undergoing a posterior cervical fusion when the clamp slipped and caused a 1cm laceration. The laceration required one staple to close the wound. The unit was changed and the procedure was completed without further incidences. No stereotaxy devices were being used. Mayfield skull pins were being used for this procedure, but the reporter was unable to provide the model number or the size that was being used during the procedure.